Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 5 was failed and several clicks in a row upon opening. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 5 was failed and several clicks in a row upon opening. A field service engineer replicated the issue using the hardware test application, which confirmed the multiple-clicking behavior during opening, replaced the latch for door 5 and verified proper operation through the hardware test application. Confirmed user access functionality in the station application. The system functioned as intended after the field service engineer repaired the device.